Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the "neuroform deployed successfully upon trying to remove the atlas delivery wire it was noted to be stuck somewhere and after excessive force and other maneuvered the wire was eventually removed but the proximal stent was displaced onto a distal ica location". The physician "alleges that delivery wire somehow got "caught" or "stuck" on distal atlas stent while trying to remove it". The device was not returned for analysis. It is probable that the device may have been damaged as a result of advancing with force through the microcatheter resulting in the reported defects "sdw stuck in stent" and "stent dislodged/migrated". An assignable cause of undeterminable will be assigned to the reported events of "sdw stuck in stent" and "stent dislodged/migrated" as the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the procedure, the stent delivery wire (sdw) got caught and was stuck in the stent (subject device). After maneuvering, the sdw was able to be removed; however, the subject stent was displaced onto the distal ica location. No further action was taken, and the procedure was completed successfully with no clinical consequences to the patient due.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the stent delivery wire (sdw) got caught and was stuck in the stent (subject device). After maneuvering, the sdw was able to be removed; however, the subject stent was displaced onto the distal ica location. No further action was taken, and the procedure was completed successfully with no clinical consequences to the patient due.